Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA? Are unknown, no information provided to date.

Event description:
It was reported that the non-disposable clamp tubing alarm. The settings were reviewed and pump restarted. Display reads run at end of call. The patient will call hotline if there are further pump related issues. No patient injury was reported.